Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported by the sales representative that the patient experienced discomfort while using the bhs assembly. The patient indicated that the area of treatment is sore and has pain after she uses the stim. The patient wore the unit for 6 to 10 hours when she had discomfort. The patient contacted their doctor, and the physician advised only to treat for 1 hour a day. The patient was going to conduct the time-test and call back if they face any issue. No further consequences are reported. The bhs unit, sflx coilette and sflx-xl coilette were not returned for further evaluation.

Manufacturer narrative:
Additional information in the following fields - b4: date of this report, g3: date received by manufacturer. H2: follow up type, h6: evaluation codes. Corrected data in the following fields - d2: common device name, d3: catalog number, h6: device code. Section b3: as the day of the event is unknown, the event date is estimated as february of 2025. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to ebi for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to be reviewed as the lot number of the product is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Related manufacturer's reports: MFR#0002242816-2025-00041 and MFR#0002242816-2025-00040.

Event description:
It was reported by the sales representative that the patient experienced discomfort while using the bhs assembly. The patient indicated that the area of treatment is sore and has pain after she uses the stim. The patient wore the unit for 6 to 10 hours when she had discomfort. The patient contacted their doctor, and the physician advised only to treat for 1 hour a day. The patient was going to conduct the time-test and call back if they face any issue. No further consequences are reported. The bhs unit, sflx coilette and sflx-xl coilette were not returned for further evaluation.